Event description:
During a hip arthroscopy using an abrader, 5.5, ep-1, dspl blade, it was reported that metal shavings were coming off burr while being used. Most of the metal debris was removed with a new burr which was opened and used for the remainder of case. The patient¿s bone quality was reported as good. There were no reports of patient injuries or complications.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).